Event description:
A customer contacted baxter (B)(4) regarding a report of iipv. The engineer confirmed a drain volume (dv) of 3093ml during drain 7 of 7. The total fill volume was 6000ml, the fill volume was 1500ml, a tidal of 50%, and a last fill volume of 0ml. The total ultra filtration was 10ml>. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a case of iipv in an adult was confirmed during the event history log, and the root cause was determined to be unexpected high ultrafiltration. The device was returned for evaluation and no problem was found during visual inspection. No failure was found during performance test. The returned device met all specifications. No problem was found during sample evaluation. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.